Manufacturer narrative:
Device not returned. This event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. Through follow up with the health care provider (via fax), additional information and a copy of the operative report was received. A device history record review is currently in process.

Event description:
During routine inspection performed by our distributor in (B)(4), a particulate was found between the internal and the external blister. There was no pt injury as the device never reached the hospital.

Manufacturer narrative:
The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.

Event description:
It was reported that the device was explanted after an implant duration of approximately 44.2 months. Through the operative report, it was learned that the device was explanted due to mitral regurgitation and mitral stenosis. It was also learned, through the surgeon's response, that the patient had insufficiency and endocarditis.